Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported that the unit was not in use on the patient.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. It was reported that there was pt involvement.